Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 289 mg/dl. Customer's blood glucose at time of call was 456 mg/dl. During troubleshooting, insulin exited with manual prime. Device was working as designed. Customer was advised the reservoir will be replaced. Customer will not be returning the device for analysis.